Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 15 days after the dental implant was installed in intraoral region #30 it was verified its non- osseointegration. The patient presented insufficient bone quality/ quantity (bone type IV) and immediate load was not executed.